Event description:
Per the audiologist's report, this pt fell and hit her head. After the incident, she was unable to hear with her cochlear implant. During integrity testing in 2006, no connection could be made with the internal device. The surgeon explanted the device six days later, and implanted a new device the same day.